Event description:
Customer reported device 3rd & 4th contacts are melted along with the surrounding plastic. Customer indicated the device is cleaned with alcohol prep as needed. A request was made for return product and replacement product was sent.